Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model. We also received performance data collected from the device and have analyzed the data. The device indicated battery depletion (elective replacement indicator eri). Eri was indicated on (B)(6) 2010 and reported a patient alert. The device recommended replacement time is when the battery voltage is less than 2.62 v. The weekly battery voltage trend data shows min bat of 2.64 to 2.61 volts between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the patient alert sounded, and the device exhibited noise and premature elective replacement indicators (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.